Manufacturer narrative:
This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence.

Event description:
It was reported that the user¿s dexcom g7 continuous glucose monitor lost pairing with the ilet, while the dexcom app continued to display glucose readings, and the user inadvertently initiated an ilet setup after a reset, requiring reconnection and waiting for the first cgm reading to proceed. Symptoms included no reported adverse clinical effects. Outcomes included no reported impact on health and no hospitalization. Investigation included customer service troubleshooting, education on pairing the cgm to the ilet, device restart, and guided reconnection steps using the g7 pairing code. Investigation of this case revealed an unpaired communication link between the ilet and the cgm with normal cgm function via the dexcom app, consistent with a device communication or setup issue without hardware failure. It was concluded, based on previously established findings for similar reports, that the cause was user-initiated device reset and re-setup leading to temporary loss of pairing and routine reconfiguration.